Manufacturer narrative:
The patients were connected to closed systems: filters, ventilators or humidification. (B)(4). The reported six (6) events involved potentially four (4) lots. All used devices were discarded at the facility. The customer has returned a device that is speculated to be from the same lot. Device evaluation: a shiley tube was returned and forwarded to medtronic for evaluation. Request for investigations were sent to medtronic for investigation in to the supplier lots for these devices. To date, cook inc. Has not received the results of these investigations. Investigation: a document-based investigation reviewed the following: instructions for use, quality control, specifications, complaint history, manufacturing instructions and device history record. The device master record was reviewed. The shiley tube component of this set is supplied in a sterile package from (B)(4), a medtronic company. The lot numbers of the incoming devices are inspected and recorded. The IFU for the set instructs to inspect the product for damage upon removal from the package. The customer provided 4 possible lot numbers for the complaint devices. At this time, it is unknown which complaint devises were from which lots. The device history record records were reviewed for these lots, and no non-conformances were found. No additional complaints have been reported from these product lots. Conclusion: based on the information provided and the results of our investigation, a definitive root cause cannot be determined at this time; however, appropriate measures have been initiated to assess the need for further action. Monitoring will continue to be performed for similar complaints.

Event description:
It was reported on 25"jun"2019 six (6) ciaglia blue rhino percutaneous tracheostomy introducer sets with shileys have failed. The failure, part of the device broke away, occurred post tracheostomy insertion. Additional information provided by the customer on 28jun2018 stated the failure occurred on the shiley component in the set. The inner cannula had broken in a total of six (6) sets. Only the shiley tube was replaced in each event and did not cause patient harm. The patients were connected to closed systems, filters, ventilators or humidification systems. When these events were initially assessed, risk documentation and complaint history were reviewed to aid in reportability decision. This failure did not meet the criteria for a reportable malfunction and/or serious injury per 21cfr803. On 05jul2018, the customer stated the breaks were observed 24-hrs after placement and trach care was performed externally every 8 hours. Additionally, on (B)(6) 2018, the patients were said to have been mechanically ventilated and cuff volumes were 3-5 at the time the breaks were observed. The initial investigation was completed on 28dec2018. A retrospective review was completed on 17jan2019 when a similar event was reported to cook inc. (Mw 1820334-2019-00023). A clinical assessment revealed the broken ridge on outer cannula allows the inner cannula to clip into place. The inner cannula is used to prevent obstructions and can be removed for cleaning to maintain hygiene in the airway. If removed/replaced, the airway remains stable due to the outer cannula, however, the possibility for tracheostomy related infections increases. As this device "broke away" or rather the clip detached from the outer cannula, the entire tracheostomy set required replacement due to the inner cannulas inability to clip into place. The result of the investigation and reassessment revealed that failure meets the criteria for a device malfunction with potential for patient injury per 21cfr803. The reported six (6) events are reported on the following medwatch reports: mw 1820334-2019-00256, mw 1820334-2019-00257, mw 1820334-2019-00258, mw 1820334-2019-00259, mw 1820334-2019-00260.